Event description:
It was reported that a multiday infusor did not deliver its contents. This occurred during infusion of an unreported pain medication over three days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with approximately 35 ml of fluid within its reservoir. No flow of solution was observed when the distal luer cap was removed. The reported condition was verified. During microscopic inspection, micro air bubbles were observed in the lumen of the glass capillary. The no flow occurred due to the micro air bubbles; however, the cause of the micro air bubbles could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.